Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed intermittent out of range impedance values on an asymptomatic patient however it was not reproducible in the clinic. Patient to be monitored.